Event description:
On (B)(6), 2010 at approx 0600 I was walking up my steps to go back into my house and my right leg gave way, out from under me. I had fallen off of my steps and porch and fell about three feet to the ground where I broke my hip. Because of the injury I wasn't able to get myself up and ended up laying outside for about three hours until someone driving by noticed me laying there and came to help. An ambulance was called and took me to (B)(6). Because of my injury, a depuy partial implant was placed in my right hip and subsequently I've had a lot of pain from it subsequently. Through the (B)(6), I've been getting treatment and have had to receive several shots of medication in my hip to help relieve the pain. Unfortunately, it doesn't help.